Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type 3a endoleak of the aortic components and the intra stent thrombus from the renal arteries to the bilateral femoral arteries causing complete aortic occlusion were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 13mm that was not included in the event as reported. The sac growth was discovered during review of the 12 month post implant CT scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be improving following a secondary procedure however intra stent thrombus was still present. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: describe event or problem has been updated . Result code: remove code 3233. Conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with severe abdominal and back pain, and coldness in the lower extremities. A component separation (classified as a type iiia endoleak) was detected. The physician elected to treat the patient by aortofemoral bypass surgery on (B)(6) 2020. Patient is reportedly recovering well, but thrombus is still present from the mid-aorta to the femoral arteries. It is unknown if the physician plans to treat the patient further. Additional information: the reported intra-stent thrombus from the renal arteries to the bilateral femoral arteries caused complete aortic occlusion and there was sac growth of 13mm that was not included in the event as reported

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with severe abdominal and back pain, and coldness in the lower extremities. A component separation (classified as a type iiia endoleak) was detected. The physician elected to treat the patient by aortofemoral bypass surgery on (B)(6) 2020. Patient is reportedly recovering well, but thrombus is still present from the mid-aorta to the femoral arteries. It is unknown if the physician plans to treat the patient further.